Event description:
The device was used during a laporoscopic nissen procedure. The safety shield did not retract to penetrate tissue. The surgeon applied another instrument and completed the procedure without incident.